Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to oversensing with non-sustained ventricular tachycardia (ns-vt) and sensing integrity counter (sic) episodes. The lead remains in use. No patient complications have been reported as a result of this event.